Event description:
It was reported that the valve was explanted after an implant duration of approximately 7 years due to severe prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that the prosthetic valve leaflets were non-mobile. The valve was severely stenotic. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement. The valve appeared to be well-seated without any evidence of perivalvular leak.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. In this case, there is insufficient information to conclusively determine the root cause for the reported stenotic valve. No further actions are possible with the available information.